Event description:
As a reported by the user facility: under infusion. Ref # 813060u; serial # (B)(4). Event description: "the pump was programmed to infuse a 1l bag of normal saline in one hour. After an hour half of the IV fluid was still left to infuse. No pt injury." Incident date: (B)(6) 2014. No tubing to be sent in with it. Ref: MFR 9610825-2014-00068.